Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/21/2020.

Event description:
It was reported that the ventilator was alarming high oxygen (o2) inlet pressure and o2 unavailable while connected to the wall. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support. The customer found error codes high o2 supply and oxygen not available when connected to both tank and wall o2. The customer disconnected all hoses to and from machine and o2 manifold to release pressure to address the reported issue and the ventilator was returned to service.